Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had poor aspiration during a procedure. The customer indicated that the cassettes were reused. The procedure was completed with the same equipment. There was no patient harm.